Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 307 (mg/dl). Customer administered correction boluses with the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to monitor bg levels and contact health care provider if bg levels do not improve. Customer acknowledged.